Event description:
It was reported that during a ptca/stent that no problems were encountered delivering the stent. However, the physician felt that the balloon inflated strangely - and ruptured at 150 psi. Afterwards, there was a bit of contrast remaining in the elastic membrane. The delivery system was successfully removed while still partially inflated. There was no pt injury reported; the stent was fully deployed within the proximal right coronary artery.